Manufacturer narrative:
Additional information provided in sections d9, h3, h6 and h11. The company representative was able to replicate the reported issue. It was suggested that the fluidics module (fm) be replaced to resolve the issue. However, the customer declined the resolution, and the fm was not replaced. Additional information was not provided, to date. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of serial numbers was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery an operating system crashed in an irrigation and aspiration step, anterior chamber disappeared, and system message displayed. The surgery was completed in the same day after replacing the system and there was no patient harm.